Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported event. The fse confirmed the problem by reviewing the error log and by running a loader rotation test multiple time (error was intermittent). The fse observed signs of spills on the s073 home sensor which was replaced. The fse ran the loader test again multiple times and the instrument passed the test without any errors. The fse ran quality controls (qc) which were all within range. The aia-900 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2018 through aware date (B)(6) 2020. There were no other similar complaints identified during the review period. The aia-900 operator's manual under section 12 flags and error messages states the following: 4183 s.loader-x2 home overrun cause: the home sensor s073, which is not supposed to be activated after the sample loader x2-axis moves, was activated. Action: remove the impediment or other cause of the error. Check s073 and also check to see the cause of slipping, and so on, that occurs when pm071 moves to the limit side. The probable cause of the reported event was due to failure of the sample loader s073 sensor. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported error 4183 s. Loader x2 home overrun on the aia-900 instrument. The customer stated that a sample rack jam preceded the 4183-error message. The technical support specialist (tss) instructed the customer to remove all the sample racks, perform a shut down, then re-boot the instrument. The error code persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of cardiac troponin I (ctnl 2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.